Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation of water leak was not confirmed. The device was inspected, and inspections found images did not come out, failure in image capture and charge coupled device (ccd), and corrosion at the electrical contact point of the video connector. Based on the results of the investigation, the actual product was not returned, and therefore the cause of this issue could not be determined. A DHR review could not be performed due to the storage period of the DHR which is 15 years. The following warning is provided in the instructions for use: the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation". The following statement is included in the "warning" section of the instruction manual "for safe use endoscope image disappearance and freezing. Do not bump or drop the product. There is a risk of damage to the product's internal electrical circuits due to water leakage". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head encountered a water leakage. There were no reports of patient harm.